Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) implanted to the mid rca and one endeavor sprint rx implanted to the right posterior atrioventricular artery. It is reported that the patient suffered a myocardial infarction (mi) the same day as index procedure. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Approximately one month post index procedure, patient death occurred. The patient was submitted to hospital with erypela and developed septic shock. Cause of death is non-cardiac (septic shock). The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).